Event description:
It was reported that when the patient presented in-clinic during a routine follow-up, externalized conductors were observed via x-ray. All electrical measurements were normal. The lead will be monitored.